Event description:
One touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of "287 mg/dl, 189 mg/dl, 66 mg/dl, and 169 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The customer care representative walked the reporter through two consecutive control solution tests and the results fell above the specified range. The pt neither alleges harm nor experienced injury or medical intervention. Based on the two consecutive failed control solution tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.